Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 19 mg/dl. The cause of the low bg was unknown. The customer required third party assistance from their mother who provided glucagon nasal spray to address the low bg. However, the customer needed more assistance, and an ambulance was called, and they brought the customer to the emergency room (ER) on (B)(6) 2023 for eight hours. The customer received an IV with fluids of saline and insulin to resolve their low bg. The customer was released from the hospital on (B)(6) 2023 with no permanent injury. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.